Manufacturer narrative:
Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Section g3: correction. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms; however, a specific cause could not conclusively be determined through this evaluation. Additionally, a direct correlation between the reported event and heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The submitted log files contained data from (B)(6)2019 and (B)(6)2019 through (B)(6)2019. The log file contained multiple low flow events when the estimated flow dropped below a threshold of 2.0 lpm, given the patient has a 2.0 lpm controller. Multiple of these events lasted long enough to trigger low flow alarms. Despite the low flow events, the pump operated above the low speed limit for the duration of the log files. It was reported that the patient was admitted to the ICU with ongoing low flow on a 2.0 lpm controller. The patient was hypertensive. The patient's blood pressure (bp) in the clinic was 149/104 with map of 119. The patient was placed on nipride and a CT was performed to assess outflow graft (ofg). The CT showed a patent ofg and no abnormal placement, but did show fibrointimal thickening. The patient was weaned of nipride on (B)(6)2019 and isordil was increased. The lvad speed was increased to 6600 rpm with improved flows when normal tensive. During this admission, the patient was also started on milrinone and lasix for right ventricle support. It was reported the patient improved with controlled bp. On (B)(6)2019, it was documented the patient was having positional low flows upon turning to their left side, so it was suspected there might be a kink in the cannula. It was later reported there was no evidence of kink found in graft. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The hm3 lvas IFU lists right heart failure and hypertension as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
(B)(6), (B)(6) 2019 is being admitted to the ICU today from clinic with ongoing low flows on controller 2.0. Please review log files. Patient to have CT angiogram. Patient is hypertensive. Aware date: 04sep2019 - cta demonstrated fibro-intimal thickening. Aware date: 10sep2019 - cta of chest revealed no abnormal placement of outflow graft, but noted fibro-intimal thickening. Aware date: 11sep2019 - no evidence found of kink in graft aware date: 11sep2019 - heart failure aware date: 17sep2019 - acute on chronic heart failure. No further or additional information was provided.